Event description:
Per the clinic, it was reported that the patient developed an infection skin overgrowth with granulation, swelling, purulent debris and erythema at the abutment site. Subsequently, the patient was treated with topical and oral antibiotics and the skin at the abutment site was debrided. The abutment was removed in order to allow the site to heal.